Event description:
Baxter received a complaint concerning a ruptured reservoir on an intermate lv250. The incident was observed during filing of the device with an unk volume of amikacin (antibiotic) and nacl 0.9%. No pt involvement was reported.